Event description:
Handle would not close, would not fire, a new handle and load were opened and used to and worked as expected. Manufacturer response for articulating endoscopic linear cutter, ethicon endopath etx-flex 45, (per site reporter). Manufacturer provided tracking # and product return packaging.